Event description:
It was reported the safety bail of the stretcher is not engaging with the floor hook in the ambulance. Inquiry of patient involvement and/or injury has been made to the end user; however, a response has not been received to date. Additionally, the serial number of the affected stretcher has also not been provided.